Event description:
It was reported that the customer had changed her infusion sets, but her blood glucose level were still in the 300 or 400 mg/dl range. Customer did not contact her health care professional for her high blood glucose levels. Customer treated with the pump. Customer ran a manual prime and the insulin did exit from the pump. The time and date are incorrect. Customer was assisted with correcting. The alarm history was reviewed and a low reservoir and low battery alarms were found. Boluses were found to be correct and are being recorded in the bolus history. Customer does not have a tubing clamp available. Customer will be sent a tubing clamp and will need to call back once she receives it to complete troubleshooting. Customer called back and the pump passed the high pressure test. Customer stated that the cannula was bent after removing the set from her body. Customer was advised to send the bent cannula for analysis and that the pump was working. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).